Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump's up and down arrows were unresponsive. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump arrow buttons responded properly. No moisture damage on their keypad traces noted. The insulin pump received with minor scratched display window, cracked battery tube threads, broken belt clip slot and missing end cap sticker.